Manufacturer narrative:
The customer received a replacement glidescope pgvl video baton. The video baton was returned to verathon for evaluation. The technical service representative confirmed the video baton would not produce an image. Since there are no repairs available for the glidescope pgvl video baton and the customer received a replacement video baton the returned video baton was scrapped. Upon review of the device history for the serial (B)(4), it was determined that the device was manufactured on 08/08/2011 and the one (1) year warranty period has expired. It is likely that the age of the device, six (6) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, no image was produced by the video baton. Reportedly a handheld laryngoscope was used to complete the procedure. However, the length of the delay, if any, was not reported. No harm to patient or user was reported.